Manufacturer narrative:
The device was received with the needle mechanism fully deployed. The download data shows that the device ran for 4075 pulses and completed boluses with no timeouts or drive stalls. The pod generated an 0x18 empty reservoir hazard alarm. The reservoir was confirmed to be empty. No damages or defects were found with the pod that would cause a needle mechanism failure.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.